Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it is likely that the event occurred due to the damage of image sensor unit or breakage of the mounting components of the electric board due to use stress, external factors, or handling. The instructions for use states the inspection methods associated with the event in operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope relayed an image that appeared purple and relayed no image. The issue occurred during a therapeutic procedure. The customer confirmed the procedure was completed. There were no reports of patient harm.